Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n203 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n203 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned photograph is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(4). 20-sep-2024

Event description:
The customer contacted mallinckrodt to report they experienced a centrifuge bowl leak/break with their cellex photopheresis kit("kit") during an extracorporeal photopheresis (ecp) treatment. The nurse reported that the centrifuge bowl had dislodged from the bowl holder during the treatment. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer will not return the kit. The customer returned a photograph for investigation.

Manufacturer narrative:
A photograph was provided by the customer for evaluation. The complaint kit was not returned. The customer provided photograph verifies the centrifuge bowl leak as blood is visible in the centrifuge chamber. The photograph shows the centrifuge bowl is intact and is not securely installed into the instrument's bowl holder. A potential cause of a centrifuge bowl leak/break is due to the centrifuge bowl not being secured into the bowl holder during installation of the kit by the end user. A material trace of the components used to build the centrifuge bowl assembly in lot n203 did not find any non-conformances. A device history record (DHR) review did not result in any related non-conformances. This kit lot passed all lot release testing. Mallinckrodt performed additional investigative activities related to centrifuge bowl leak/break complaints due to an increase in complaints observed for this complaint category. Evaluation of a statistical representation of kits determined some centrifuge bowls exhibited evidence of excess flash on the circumference of the centrifuge bowl cover. Through the investigation it was determined that increased levels of flash on the kit's centrifuge bowl cover parting line correlated with increased tightness experienced during installation of the kit's centrifuge bowl. According to section 4-16 of the therakos cellex photopheresis system operator's manual for use with software 5.4, operators must verify the instrument's bowl holder tab retainer clip is in the fully locked position by rotating the bowl counterclockwise to confirm the centrifuge bowl is secure. Failure of the operator to verify the instrument's bowl holder tab retainer clip is in the fully locked position may result in the kit's centrifuge bowl exiting the instrument's bowl holder during operation of the device. Investigative activities to better understand the conditions contributing to excess flash on the kit's centrifuge bowl cover parting line are ongoing. Concurrently, mallinckrodt, in collaboration with the responsible contract manufacturing organization, has developed and implemented use of a fixture into the centrifuge bowl cover manufacturing process to detect the presence of excess flash on the parting line. Use of this fixture is expected to reduce or eliminate centrifuge bowl leak/break complaints due to operator mis-loads of the kit's centrifuge bowl by removing centrifuge bowl covers with excess flash from final assembly. The root cause of the centrifuge bowl leak is most likely due to the centrifuge bowl not being secured into the bowl holder during installation of the kit by the operator. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6) 2024.